Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred when implementing the stent and the vascular treatment was delayed for more than 20 minutes and continued by restart of the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the geometry movements were not functioning. Upon troubleshooting, rse found that the issue was with firewall hardware of the system. One computer of other office in the local network connected to the internet which caused the issue. After disconnecting the firewall and the hospital lan, the system could work. Rse suggested to replace the cisco firewall and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movements were not functioning. The system was in clinical use. No patient harm has been reported.